Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump. The indication for use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2015 it was reported that the patient's lung physician told her she was having respiratory failure due to the pump so she had to have it removed.

Event description:
Additional information later received reported that the healthcare provider stated that they had no record of any lung issues in the patient's chart. Per this reporter the patient's entire pump was removed in (B)(6) 2014 but in the chart it was because it was nearing eri. The healthcare provider was unsure why the patient was not re-implanted and didn't see any reason listed in the patient's notes in that time frame.